Event description:
The customer reported a filament regulator error. This occurred during a procedure, therefore, this malfunction may have resulted in a possible aro (accidental radiation occurrence). There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator was calibrated. This malfunction may have resulted in a possible accidental radiation occurrence. The system was tested and found to be working as intended and returned to service.